Manufacturer narrative:
Minor delay in procedure due to occluded bulb syringe. Sample returned and issue confirmed. No injury to patient or need for intervention. Root cause has not been confirmed, no other similar issues have been reported for this device. Due the minor delay in procedure this medwatch is being filed.

Event description:
Delay in surgery due to occlusion of bulb syringe.